Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the when the lavage was generated, the pressure started. Per the surgeon: during a knee scope today, the nurse pushed lavage when the field was not clear. The pump started pumping fast and the screen said it was pumping 1300 per minute. After about 15-20 seconds,the pump was stopped. It didn't happen again, but lavage was pushed again. Per the surgeon, maybe the patient's knee had a capsular defect leading to the thigh, but the patients thigh is swollen up to the groin. Patient was admitted overnight for observation. Followup 8/23: tubing used was ar-6410 and will be returned. The patient was kept overnight, the swelling resolved and he was discharged the next day.

Manufacturer narrative:
The complaint was not confirmed. The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected showing damage to the inflow/outflow door cover. Verification of setting was performed, pressure calibration and flow rates were set on the higher end, but within specification. The returned ar-6480 dualwave arthroscopy fluid management system device assembled with a new ar-6410 arthroscopy pump tubing were tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or; (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. (3) improper set-up.